Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the internal battery degraded alarm and battery charger fault alarm were due to an isolated component failure within the device battery assembly. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and also revealed a defective non-return valve (nrv). Review of the device data logs revealed a battery charger fault alarm. The investigation methods, results, and conclusion are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).